Event description:
It was reported that the system had an invalid input signal upon boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supplies ps1 and ps2 were replaced with ps4. The backplane was removed and replaced, and vc and si were replaced with vcsi pcb. The system was tested and found to be working as intended and returned to service.